Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: the product was returned to for evaluation. Visual inspection revealed that one labeled winding former with a needle suture combination in four sections outside the overwrap packet was received for analysis. The product code w8937 is double armed. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture pieces were examined, and the ends were noted split and cut, probably caused by a surgical instrument. In addition, crimping marks could be observed on the strands. A functional test was performed in one suture piece using a instron and the tensile force was above the minimum requirements. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2025 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to continue the surgery. There is no report on patient's injury. No additional information could be provided.